Event description:
During an av fistula procedure, the catheter balloon ruptured. The catheter was removed and replaced with a competitor's model to complete the procedure with no pt injury or further complications being reported.